Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company, concerns a old male pt. The pt was taking unspecified medication, via humapen ergo burgundy/clear pen body (hp ergo burgundy/clear), lot 40203, with clear cartridge holder, for unk indication, beginning on date not provided. The reporter noticed that the injection screw was jammed. One of the spring arms was cracked and both of the engagement tabs were broken. This hp ergo burgundy/clear is associated with another device. It was unk who was the operator of the device and if the operator was trained. The reporter complaint that the pt uses the reported device for approx five years. It was unk how long the pt had used this device model. The hp ergo burgundy/clear was returned to the company, it was unk if th hp ergo burgundy/clear was switched to a new device. Attempt to follow up.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress.